Manufacturer narrative:
The device was returned for analysis. The reported ¿difficulty was felt when attempting to remove the device¿ and ¿possibly as a result of the foot being trapped in subcutaneous tissue¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a percutaneous coronary procedure using a 7fr sheath. Reportedly, after suture placement and closing the lever, difficulty was felt when attempting to remove the device, possibly as a result of the foot being trapped in subcutaneous tissue. The device was attempted to be advanced further and the lever opened and closed; however, the device could not be removed. A cut-down was preformed to remove the device and the artery was sutured closed to achieve hemostasis. There was no tissue damage noted as a result of the difficulty removing the device. There was no adverse patient sequela. A reported clinically significant delay in the procedure occurred as a result of the cut down. No additional information was provided.